Manufacturer narrative:
Reference lab identified anti - jkb in the pre- and post-transfusion samples using peg as a potentiator. The product expired prior to receiving the complaint; therefore, no add'l serological testing was performed. The presence of the jkb antigen was verified through lot release records. The customer did not return product or sample for investigation.

Event description:
Customer reported unexpected negative reactions with cell #I and cell #iii of panoscreen when testing a pt's sample containing anti - jkb. Patient had an acute hemolytic transfusion reaction and was later discharged.